Event description:
It was reported in a literature publication that the patient remarked progressive neck pain after 8 years of artificial cervical disc implantation because of cervical spondylotic myelopathy at c5-c6 level. The subsequent MRI scan demonstrated a cystic mass in front of the device with signal intensity on t2wi. The device was removed and segment c5-c6 was fused with titanium cage and plate. In the revision surgery, a cyst with thick pseudocapsule connecting the anterior part of the device was excised. A transverse crack (5mm) was identified in the anterior part of the polyurethane sheath. The bacteria test of the fluid was negative.

Manufacturer narrative:
Literature citation: hongbin fan, md et al. Implant failure of bryan cervical disc due to broken polyurethane sheath: a case report. Spine publish ahead of print. Doi: 10.1097/brs.0b013e3182477d85. (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.